Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range impedances of greater than 2500ohms for over 1 year. The shock impedances were also high and out of range with a measurement greater than 200ohms. Additionally, the patient received an inappropriate shock for over-sensing of noise, which lead to hospitalization. The related device was programmed to aai/ 60 bpm and tachy therapies programmed to monitor only. It is intended that surgical intervention will be performed to replace this lead. No adverse patient effects were reported. This lead currently remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).